Event description:
It was reported that the patient presented in clinic after receiving inappropriate therapy. Oversensed noise and an increase in capture thresholds were noted. Lead had dislodged and was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.